Manufacturer narrative:
G4: 03sep2019; b4: 05sep2019. The power switch overlay was received for evaluation. There were no signs of damage or contamination during the time of the event. After testing, it was determined that the ac (yellow) led being detached from the trace and not making contact with the power switch overlay caused the ac (yellow) led to not illuminate. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 27jun19. The device was evaluated by the field service engineer (fse) and the reported problem was confirmed. The power switch overlay was replaced to address the reported issue and the device was repaired.

Event description:
The customer reported a faulty led indicator. There was no patient or user harm reported.